Manufacturer narrative:
Continuation of medical devices. Model: 5076-52, lead; implanted: (B)(6) 2009.

Event description:
It was reported that during pre-op for a cardiac resynchronization therapy defibrillator (crt-d) device changeout it was discovered the patients right ventricular (rv) lead had high/undefined rv coil impedance, and high/undefined svc coil impedance. A lead fracture was suspected. It was decided to cap and replace the lead at the same time as the device change out. No patient complications have been reported as a result of this event.